Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site. The primary report of the console unable to complete the self-test was confirmed during functional testing. Visual inspection of the returned console found severe physical damage on the top lid of the airtrap assembly, confirming the secondary report of damage on the top lid of the console's start-up kit (suk) airtrap holder. This observation resulted on a leaking suk airtrap causing fluid ingress that eventually damaged the airtrap block. It was indicated that the damaged airtrap block caused the inability of the console to complete the self-test, thus confirming the primary reported event. The primary and secondary reported event are related. After replacement of the airtrap block, the pump raceway was cleaned. The console was functionally tested and passed full specification. Review of the event log found no alarm or irregularities. The console is a reusable device and was manufactured on 09 sep 2013. It is approaching its serviceable life of five years. Service records indicate that the airtrap block was not previously replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During routine check, the thermogard console (sn (B)(4)) was unable to complete the self-test. Additionally, physical damage was observed on the top lid. No patient involvement.